Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic video-assisted thoracic surgery (vats) wedge resection, while the lower right lobe lung tissue was being transected, three handles and multiple reloads had issues. The surgeon had done a couple of firings with good results on a wedge resection. Then he was using a purple 60mm reload and when the surgeon pressed the green button, the handle advanced forward but could not be squeezed as it went floppy and would not fire any staples. The reload was replaced and firing was attempted again but the handle made a cracking sound so both the handle and reload were replaced. The surgeon was able to press the green button but unable to squeeze the handle which went floppy. The third handle was tried with a black reload and the same thing happened. Another device from another manufacturer was used to complete the case. There was no patient injury.